Manufacturer narrative:
If other pertinent information becomes available, this report will be updated.

Event description:
Boston scientific received information that this patient enrolled in the simple study was hospitalized due to line sepsis originating from an abcess in his dialysis graft. Several organisms were isolated in blood and graft cultures. The patient was treated with antibiotics and anti-fungal medications. During this time, a transesophageal echocardiogram was taken and showed a thrombus/vegetation on the implanted system. As a result, the patient was also treated with antibiotics and anti-coagulants and the implanted system was explanted and the patient . While hospitalized, the patient was also diagnosed with non st elevation myocardial infarction (nstemi), thrombocytopenia, pulmonary edema, exacerbation of anemia, cellulitis and a suspected radial nerve damage unrelated to the explanted system. After treatment, the patient was released from the hospital.